Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record / device history record and exception review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous. Post deployment of the 3.0x48mm rx xience xpedition stent, a dissection was observed. Another 3.0x48mm xience xpedition 3.0x48mm stent was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.